Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant. During deployment, the device had a cobra deformation. A decision was made to replace the device with a second 26mm amplatzer septal occluder. The second device was implanted with no reported adverse patient effects. The deformed device was never released from the delivery cable while inside the patient, there was no interaction with any cardiac structures during deployment, and there was no angulation/kink with the delivery system. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.